Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer's blood glucose level was 500 mg/dl. Customer cleared the alarm to address the issue.